Event description:
The patient's mother reported that the patient went swimming and afterward when she was changing the battery the old battery was corroded and there was corrosion in the battery compartment. There was no reported patient impact associated with this complaint. This complaint is being reported as the corrosion in the battery compartment can cause the pump to power off or reboot.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours on a 1 unit per hour basal program with no motor alarms noted or power loss issues. The pump's case was removed and corrosion was found on the printed circuit board at the power connection and the surrounding components. There was no power issues noted in the black box or pump's history. A battery test cap was used for testing purposes. Corrosion was found to the battery compartment. A leak test was performed on the pump and passed. The rewind, load, and prime steps were performed on the pump with no power issues. The reported power issue with the pump could not be duplicated. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.